Event description:
A customer reported encountering a cgm error 42 with their pump, which had recently come out of storage mode. Technical support informed the customer to wait 20 minutes after exiting storage mode before starting a sensor session. Despite this, the pump displayed the error again, prompting technical support to arrange a replacement pump. There was no adverse impact to the customer's blood glucose level as a backup insulin pump was used to ensure continuous insulin delivery. The customer was asked to return the problematic pump using a pre-paid label within 10 days and confirmed their understanding of the process.